Event description:
The hosp reported that during pre-test preparation of an endoscopic vein harvesting procedure, the device would not cauterize and was getting any energy. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for eval, it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided by the hosp.